Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper placement, occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on m(B)(6) 2025, this patient underwent endovascular treatment for a type b aortic dissection and an aortic arch aneurysm using gore® tag® conformable thoracic stent grafts with active control system. A two-debranching and plug embolization of the left subclavian artery were performed as accompanying procedures. The initial ctag (tgm343420j) was deployed with the stent apices overlapping the brachiocephalic artery. Subsequently, the second ctag (tgmr373710j) was deployed with its radiopaque gold band aligned with the apices of the initial stent. However, this resulted in impairment blood flow to the brachiocephalic artery. As a treatment, a bare metal stent was placed in the brachiocephalic artery and inflated a balloon, which improved blood flow. The patient tolerated the procedure. The physician¿s comment: ¿because this was a dissection case, I wanted to avoid balloon expansion as possible. Additionally, I aimed to secure an adequate landing zone.¿